Event description:
It was reported that the patient experienced syncope/near syncope symptoms. A device check showed the right atrial (ra) lead experienced atrial oversensing. The noise on right atrial (ra) lead appeared to be triggering inappropriate atrial fibrillation (af)/atrial tachycardia episodes on the device. Attempts to obtain additional information was unsuccessful. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.